Event description:
The report stated that during a laparoscopic procedure, the device locked on tissue and had to be cut out in order to remove it.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.